Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 295, 202, 150 and 190 mg/dl. Customer is doing a meter to meter comparison; meter to meter comparison results not provided. The customer¿s expected blood glucose test results are 125 mg/dl am fasting and 195 mg/dl 2 hrs. After meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 12/31/2024 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 143 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 295 mg/dl date: (B)(6) 2023 time: 6:30 am fasting. Result 2: 202 mg/dl date: (B)(6) 2023 time: pm 2 hrs. After meal . Result 3: 150 mg/dl date: (B)(6) 2023 time: am fasting. Result 4: 150 mg/dl date: (B)(6) 2023 time: am fasting. Result 5: 190 mg/dl date: (B)(6) 2023 time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 29-nov-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the products.